Manufacturer narrative:
This is a duplicate of manufacturers report #1218950-2019-00551.

Event description:
The customer contacted the customer care solution center and alleged that the complaint device had failed to alarm and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.